Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code - e0131 speech disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values two days after the sensor was inserted in the abdomen. The patient experienced confusion and slowed speech. The cgm was reading 170 mg/dl and the blood glucose reading was 32 mg/dl. The patient was treated with carbohydrates provided by a friend and recovered after treatment. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was ok. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.